Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0273077. D.4. Medical device expiration date: 2/24/2021. H.4. Device manufacture date: 9/29/2020. H.6. Investigation: this statement is to summarize the investigation results regarding the complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (mn# (b))(4)), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The batch history records were reviewed and no discrepancies were noted. Functional analysis of retention materials met acceptance criteria. No returns were received to investigate. Quality was unable to duplicate the customers reported failure mode. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that during validation testing for sars-cov-2 five (5) discrepant results were obtained. Confirmatory testing was performed using pcr test method. The customer stated they are testing both symptomatic and asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during validation testing for sars-cov-2 five (5) discrepant results were obtained. Confirmatory testing was performed using pcr test method. The customer stated they are testing both symptomatic and asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua # (B)(4).